Event description:
Customer reported being hospitalized for high blood glucose and dka. Troubleshooting could not be performed because customer was not wearing the pump at the time of call. Physician recommends replacement of the pump.